Manufacturer narrative:
Twelve of fourteen scopes were returned for evaluation. Visual inspection confirmed the reported complaint. The distal tips are damaged and melted. This damage is caused by contact with another source like a shave or rf probe. No manufacturing related defects were observed. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The hospital has reported issues with arthroscopes. There were informed that the issues they are having are the result of the scopes being struck with a shaver, or being subject to electrical contact with an rf probe. No fragments of the device or debris were reported to have been left in the patient(s). No patient injury or other complications were reported. Report 4 of 14.